Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set will not be returned by the customer for investigation. The root cause of this failure could not be identified. Information on patient name, age, and weight was not provided on the received medwatch from an unknown initial reporter.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "the rn was in the patient room next to the patient's bed. The patient sat in his mom's lap on the patient bed and it was at this time that this rn noticed that the tpn tubing had become disconnected from the patient's PICC trifuse and was lying on the bed. This rn clamped the trifuse, paused the tpn, and notified the charge nurse and the provider. The provider told this rn that he/she would order fluids to replace the tpn. The patient was sitting calmly with mom m the chair. This rn lifted up the remaining tubing with lipids running noticed that the lipid tubing had just been disconnected from the trifuse as well. This rn notified the provider and the charge nurse. Patient later developed clabsi and is being treated. However, we have not identified a confirmed link between the clabsi and the trifuse tubing. The rn was able to easily pull apart the tnfuse tubing. She grasped the clear hub and the other end of the tubing where it branches into the three stems and with a little bit of force, was able to pull it apart. The tubing itself does not tear apart or stretch. Instead, the tubing pulls away from where it inserts into the clear hub. If the tubing were connected to a patient, the clear hub would remain screwed to the patient's line adapter and the tubing of the tnfuse would be separated from it." An incomplete date of event of (B)(6) 2020 was provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "the rn was in the patient room next to the patient's bed. The patient sat in his mom's lap on the patient bed and it was at this time that this rn noticed that the tpn tubing had become disconnected from the patient's PICC trifuse and was lying on the bed. This rn clamped the trifuse, paused the tpn, and notified the charge nurse and the provider. The provider told this rn that he/she would order fluids to replace the tpn. The patient was sitting calmly with mom m the chair. This rn lifted up the remaining tubing with lipids running noticed that the lipid tubing had 3ust been disconnected from the trifuse as well. This rn notified the provider and the charge nurse. Patient later developed clabsi and is being treated. However, we have not identified a confirmed link between the clabsi and the trifuse tubing. The rn was able to easily pull apart the tnfuse tubing. She grasped the clear hub and the other end of the tubing where it branches into the three stems and with a little bit of force, was able to pull it apart. The tubing itself does not tear apart or stretch. Instead, the tubing pulls away from where it inserts into the clear hub. If the tubing were connected to a patient, the clear hub would remain screwed to the patient's line adapter and the tubing of the tnfuse would be separated from it." An incomplete date of event on (B)(6) 2020 was provided.